Event description:
Customer reported she was experiencing high blood glucose between 400 to 500 mg/dl. Customer stated current blood glucose was 499 mg/dl and didn't have any symptoms. The drive support cap appeared to be normal. No air bubbles or leaks noted. Settings were correct. No delivery alarm and low reservoir alarms noted in the device history file. Customer did not have tubing clamp, unable to perform high pressure test. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.